Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 mixed tricuspid regurgitation (tr) and restricted leaflets for a triclip procedure. During the procedure, first and second triclip were implanted in anterior and septal leaflet. During implantation of third triclip, clip was stuck in the chordae. It was possible to free the clip, but chord was ruptured. Physician decided to place the third clip on anterior and septal leaflets. Fourth clip was tried to implant on posterior and septal leaflet but due to the damage and huge gap, it was not possible to place the clip. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.